Manufacturer narrative:
This notification is being reviewed due to a user of a ds2adv auto CPAP device with allegations of error message, humidifier failure. The device was evaluated by manufacturer service center (pil) and evaluation results stated that pil was able to confirm the complaint of error message humidifier failure. Heater plate had white dust-like contamination on and under it. Heater plate had potential thermal marks in the resin underneath. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event.

Event description:
The manufacturer received information alleging humidifier failure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to a third-party service center. The service technician alleges bottom enclosure burned, heater plate kit burned. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was sent to a third-party service center for evaluation. During evaluation, bottom enclosure burned, heater plate kit burned. The third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory and investigated further. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.